Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose (bg) level ranged from 300 to 400 mg/dl. The customer delivered a bolus. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery. Reportedly, the customer would continue to use the pump for insulin therapy however the customer also has manual injections available.